Event description:
It was reported that the screen is blank on a smiths medical capnocheck. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-11198. The report was submitted in error. Corrected data: corrected information provided in h10.